Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. It was also reported that an altitude alarm occurred. There was no reported adverse impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.